Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was due to a duplicate address on station, which caused a communication conflict and prevented drawer 3.1 main from functioning. The technical support specialist applied knowledge articles (es serial number collection ka), updated the firmware to version 1.49, rebooted the station, and performed manual unload/reload and synchronization of drawers. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had duplicate address prevented its use on drawer 3.1. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.